Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia due to damage at the battery tube threads of insulin, also alleged for pump not turning on, crack on the pump's retainer ring. The customer reported blood glucose value of 400 mg/dl. The customer was treated with too much of manual insulin shot. The event involved products unomedical, unk_reservoir and mmt-1880. Troubleshooting was performed for high blood glucose. The customer has not used the insulin pump system within 48 hours of the reported event due to damage. Troubleshooting was performed for cosmetic damage and indicated that the damage has impacted/affected the pump's functionality. No further patient complications were reported. No product return is required for unomedical, unk_reservoir. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.